Event description:
Info received indicates the bed will not go into the trendelenburg or reverse trendelenburg positions.

Manufacturer narrative:
The tech found a faulty switch on the control panel. The tech replaced the control panel assembly to repair the bed.